Manufacturer narrative:
(B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The additional 3.5 x 12 mm device referenced is being filed under a separate medwatch report. Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. An unused device was also returned and analyzed. No issue with the device was found. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. Although it was reported that the IFU instructions were followed, if an attempt was made to remove the protective sheaths using a different method, such as, by removal of the outer and inner sheaths simultaneously prior to exposing the longitudinal split on the inner sheath, this may have caused the reported difficulty. This difficulty likely resulted in damage at the proximal seal, causing both the proximal seal outer member and inner member to separate.

Event description:
It was reported that after successful placement of a 3.5 x 12 mm implant, another 3.5 x 12 mm device (same lot#) was to be used. When attempting to remove the yellow protective sheath, (following instructions) the sheath would not move. When increasing the force to remove it, the distal part of the catheter became detached. A new 3.5 x 12 mm device (same lot#) was attempted, but the same thing happened. A xience stent was used to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.